Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, both ends of the vertek arm remain movable after the handle has been tightened. The lot number indicates a manufacture date over five years ago. The reported event was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported the articulating arm was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that a site navigation system articulating arm would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.